Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter indicated that the pump is not delivering boluses as expected. When they check their bolus history there are boluses missing. The reporter indicated that everything is being programmed correctly and there is nothing indicating that the boluses are cancelled. The issue is reportedly intermittent. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and revealed no activity outside normal use. On (B)(6) 2013 at 08:38am, a delivery interruption was observed for 4 hours due to a reboot; the total daily insulin delivery was observed to be below target on that date. Total daily insulin deliveries added up correctly and reveal the user's programmed basal rates target. The pump powered on successfully and the unit was exercised for 24 hrs with no alarms occurring during testing. Periodic boluses were executed using ¿normal¿, ¿ez-carb¿, ¿ez-bg¿, and ¿combo.¿ the bolus information was accurately recorded in the history. The pump was opened and no damage was found to the force sensor circuit or on the power circuit. No moisture ingress found inside the unit.